Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case corner of the belt clip rails near the battery compartment.

Event description:
It was reported that the insulin pump was cracked at the back side of the insulin pump and water already got in. The customer's blood glucose level was unknown at the time of the incident. It was reported that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.